Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. The meter was not sending the customer's blood glucose level over to the insulin pump. The insulin pump alarmed failed self-test at random times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test and was unable to communicate with the blood glucose meter due to a faulty component on the radio frequency board. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.